Event description:
Pt. Condition a, immediately after intensivist intubated the patient the ett adapter fell off, and even after placing it back in the adapter continued to fall out throughout the entire code multiple times. FDA safety report ID#: (B)(4).